Manufacturer narrative:
The device was returned and investigated. All available information was investigated and the reported steerable guide catheter (sgc) leak/splash was confirmed and appears to be due to an observed tear in the silicone valve of the hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the leak appears to be related to the observed tear in the silicone valve of the hemostasis valve; however, a cause for how the valve tore cannot be determined. The unexpected medical intervention- pti was a result of case specific circumstances as aspirations were performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for loss of fluid column during use. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared for use and no issues were noted. The sgc was advanced into the anatomy and no issues were noted. The clip delivery system (cds) was then inserted into the sgc and the fluid column was lost. Aspiration was performed; however, the sgc continued to lose fluid column. The device was removed without injury. A third sgc was then prepared and used without issue. One mitraclip was implanted and mr was reduced to grade 1+. No additional information was provided.